Event description:
It was reported that devices were used during an unknown procedure. Trocars valves tear after first inspection of optics, then the gas flows out easy. Unknown how case was completed. Another device was used to complete the case.